Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported waking at 6:30am est with low blood glucose (bg) at 42mg/dl and treated with juice. Shortly after, patient passed out in the bathroom and was unconscious from approximately 6:45¿9:30am. Upon regaining consciousness, the patient experienced shivering, shaking, slurred speech, and confusion. The patient consumed breakfast, glucose tablets, and grape juice (unknown if meal was announced). Patient discovered ilet was not connected and likely dislodged infusion set during the episode. After resting 2¿3 hours, patient noted bg >400. Patient then reconnected to ilet, changed all supplies, and performed a fingerstick bg: 384 (still reading high on ilet). Patient's blood glucose (bg) was affected, and bg was out of range for 90+ minutes. On (B)(6) 2025 8:05am pst, agent followed up with patient. Patient reported doing better. The patient was able to do a supply change and reconnect to the ilet and corrected his high blood glucose (bg), and to correct patient's low bg, the patient had breakfast.